Event description:
It was reported that the back plate of an infusor patient control module partially detached from the body of the device allowing drug solution to be delivered even if the button was not depressed. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between february 3, 2014 to february 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.